Manufacturer narrative:
When the technician investigated the lift, he found the lift was leaking oil which caused damage to the hand control, battery charger and easy strapper of the lift. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The technician replaced the actuator restoration set and the damaged parts to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the likorall 242 s was leaking oil. The lift was located at the account at the time of the allegation. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).